Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) had a patient side occlusion test failed on lvp8100. He has replaced upper and lower pressure sensors. But the issue was not resolved. I reviewed the test process with him and found out he used third party (after market part) pressure sensors. I advised (B)(6) to replace new pressure sensors and make sure he use manufacture approved parts.

Event description:
Problem description 11/28/2018 11:11:41 ssaysith track wise number from cad is: (B)(4). ____________________ problem description 11/28/2018 07:01:48 ssaysith npi sn (B)(6). Reginal addy had a patient side occlusion test failed on lvp8100. He has replaced upper and lower pressure sensors. But the issue was not resolved. I reviewed the test process with him and found out he used third party (after market part) pressure sensors. I advised reginal to replace new pressure sensors and make sure he use manufacture approved parts.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.